Event description:
This is an international report of a customer that reported that a cassette was leaking. This was reported by the visiting nurse, before hooking up the patient. The nurse realized there were several holes in the tubing near the near the cassette that were leaking. The process step was during priming. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Baxter received one wet set, (cavity 2l). Set was visually inspected with the following issues noted: defective tack weld noted. Leak testing performed with the following issues noted: leak at the defective tack weld. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. The complaint was confirmed in the lab for the leak. The assignable cause was manufacturing issue, defective tack weld. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.